Event description:
It was reported that during the procedure, the reload could not be opened after closing. A t-shaped tool was used by the nurse in an attempt to manually open it but failed. The physician then slowly pulled the tissue out of the reload and tied it with suture. As a result, the surgical time was extended.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n5d1812y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#:p5d0893), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the reload could not be opened after closing. A t-shaped tool was used by the nurse in an attempt to manually open it, but failed. The physician then slowly pulled the tissue out of the reload and tied it with suture. As a result, the surgical time was extended for about 15 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.